Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles did not present fully. Backdown was not successful. One needle was accessed and removed. A vascular surgeon was called to remove the device. It was noted that the second needle had presented outside the barrel. The device was removed over a guide wire and a second device was used successfully to close the arteriotomy. The pt did fine and was discharged the same day.